Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records and sterile certification for the 3496546 lot code did not reveal any manufacturing deviations or anomalies and met validated parameters with sterilization. A complaint database search finds no other reported incidents against the remaining product and lot combinations. A review of the device history records and/or a complaint database search was not possible for the unknown summit femoral hip stem as the product and lot code were not provided. The initial reporting stated no additional information is available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address dislocation and cup loosening due to a fall. Infection was found during surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.